Event description:
The reporter stated that they did meter to hcp meter comparison tests. Tests were stated as being about 5 minutes apart. The reading on their meter was reported to be 255 mg/dl, and their doctor's meter (type unknown) read 144 mg/dl. They did not have any symptoms. A control solution test was in range, 133 (95-142). No harm was alleged. Followup attempts to contact the reporter for add'l info have not been successful.